Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The noise was reproducible with isometrics test. No changes or interventions were made; the ra lead will continue to be monitored. The patient was in stable condition.